Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction (mi) coincident with peritoneal dialysis therapy. The mi was manifested by shortness of breath. The cause of the event was unknown. The patient was admitted to the hospital for an unrelated condition. The same day of the admission, the patient experience a mi. Treatment details were not reported. Dianeal therapy remained ongoing. Twenty two days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.